Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but are not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a watchman procedure. Reportedly, two prostyle devices were preflushed successfully. After insertion, they were unable to get blood return through the marker lumen. The devices were removed and flushed again. After reinsertion, there was no blood return for either device. The sheath was upsized, and the watchman procedure was completed. Hemostasis was achieved with a figure of 8 stitch. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.